Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no audio alerts on the smart phone g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no low audio alert on the g5 mobile application was confirmed by the finding that a low alert was received; however, the audio was routed through bluetooth speakers and not the smart device. A root cause could not be determined.